Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result for one patient undergoing chemotherapy. The following data was provided: sample ID (B)(6) initial result was 279.02, repeat result was 10.34, repeat result, after re-centrifuging, was 9.74 u/ml. The patient¿s previous result in september was 7.0 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-20, that has a similar product distributed in the us, list number 08p32-21, and a 510k number of k052000.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I ca 19-9xr reagent lot 76659fp00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. Historical performance of reagent lot 76659fp00 was evaluated using worldwide data for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 76659fp00 is within the established control limits. Review of applicable field data suggests that the performance is acceptable. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I ca 19-9xr reagent lot 76659fp00.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result for one patient undergoing chemotherapy. The following data was provided: sample ID: (B)(6) initial result was 279.02, repeat result was 10.34, repeat result, after re-centrifuging, was 9.74 u/ml. The patient¿s previous result in september was 7.0 u/ml. There was no impact to patient management reported.